Event description:
The following was reported to hamilton medical ag: summary: options disappeared / options not found.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective mainboard. Reset of the realtime clock (rtc) due to loss of supply voltage for longer than approx. One week esm board not properly connected. Note: the options are stored with the timestamp. Replacement of the defective mainboard.